Event description:
Pt has a history of 2 level acdf at the c5 to c7 levels. He developed upper adjacent segment disease at the c4-c5 acdf with a composite structural allograft placement. He developed hardware failure after 20 weeks of surgery. Implant used was an anterior plate from nuvasive. Reason for use: cervical stenosis with radiculopathy. Two screws that failed only used once, intracervical.